Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The conductor wire does not show obvious damage, but the instrument failed the electrical continuity test. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The surgery was completed as planned with a backup instrument. No fragments fell into the patient¿s anatomy and there was no delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The surgery was completed as planned with a backup instrument. No fragments fell into the patient¿s anatomy and there was no delay. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: fae informed that the cautery wire seems completely broken. Based on the images provided, no other cable appears to be damaged outside of the conductor wire.

Event description:
Refer to h11 for follow-up information.